Manufacturer narrative:
A replacement power supply was sent to the customer. Repeated attempts were made to contact the customer to get add'l info related to her complaint and to get the product back, but all were unsuccessful. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord, which does not pose an electrocution risk since it is on the dc side of the transformer; however, sparking poses a risk should it come in contact with a combustible material. Without the product, an analysis/eval cannot be performed, the customer's complaint that the power supply sparked can be neither refuted nor substantiated, and the cause of the issue cannot be determined. A conclusion cannot be reached. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. CAPA (B)(4), approved on 11/18/2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process.

Event description:
The customer reported that the "plug [for her pump] is starting to fray and sparked this morning." The customer did not report an injury.